Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Pneumoperitoneum leaked from the instrument. The surgeon inserted a new device to complete the procedure. The hosp has reported that no pt injury occurred.